Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue occurred due to software. A field service engineer, hard rebooted the machine to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the station stuck on bluescreen. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
2016493-2025-08977_supplemental1 MDR was submitted to recall MDR no.2016493-2025-08977, as MDR has been already submitted on MDR no.2016493-2025-08853.

Event description:
It was reported when using the pyxis medstation es system, the station stuck on bluescreen.the customer stated that there was a delay in accessing medication to patient.there were no adverse events or injuries reported based on this incident.